Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent left knee arthroplasty due to end stage osteoarthritis of the left knee. The surgeon reported no intraoperative complications. Attune knee components were utilized in the procedure. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial tray / cement interface, and pain. The surgeon indicated the tibial component was obviously loose and was able to remove it by hand. The surgeon noted the femoral component was tight without problems. There were no allegations against the patella. All attune knee components and 2 smartset cements were utilized in the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018, (lt knee).